Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr of lot# reuf1304 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage was reported thought to be from the cuff. The line was removed and thrown away.